Event description:
While advancing the transeptal sheath to the septum, a small thrombus builds up at the tip of the catheter. This happened before the puncture was made. Obviously, the thrombus builds up spontaneously. Dr tried to aspirate the thrombus and after attempt the thrombus dissolved. The plaato system itself wasn't unpacked at the time. After a short discussion the pt was treated sucessfully with the plaato system.